Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm measuring 5.6 cm in diameter. The proximal aorta was 33 mm in diameter and 55 mm in length. The proximal and distal neck had no calcification but the proximal neck did contain mild thrombus. The vessel morphology is unknown. After the devices were successfully implanted, the patient had a cerebral infarction. The patient was given medication and is under treatment. The physician commented that there were blood clots in the aneurysm scattered by the flare of tw3430 during manipulation of the stent graft (deployed proximal to the lsa and then pulled back to position). This event was found to be related to the device and the procedure. One month post index procedure a type iii endoleak (separation) was discovered. The physician commented that this was caused by incomplete overlap. This event was found to be related to the device but not the procedure. No intervention has been performed. No additional clinical sequelae were reported, and the patient status is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cva/stroke, endoleak), patient's condition affected effectiveness of device (pre-existing condition; blood clots within the aneurysm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; blood clots within the aneurysm).